Manufacturer narrative:
Device available for evaluation? Yes, returned to manufacturer on 08/15/2017. Device returned to manufacturer? Yes. Device evaluation: the product was inspected by a qualified inspector using a 12x magnification, it can be seen that there was a piece of the optic edge missing and the center of the optic body was damaged. The reported issue was verified. Manufacturing records review: the manufacturing records for the product were reviewed. The product was manufactured and released according to specifications. A search revealed that no additional complaints for this order number have been received. Labeling review: the directions for use (dfu) were reviewed. The dfu provide the customer with proper usage instructions and guidelines. Conclusion: as a result of the investigation, there is no indication of a product quality deficiency. All pertinent information available to abbott medical optics has been submitted.

Manufacturer narrative:
All pertinent information available to abbott medical optics has been submitted.

Event description:
It was reported that once advanced inside the cartridge, the intraocular lens was torn. No additional information was provided to abbott medical optics.

Manufacturer narrative:
Correction: in the initial MDR submitted, was not populated as required. Been updated to include the concomitant product 1mtec30, lot number cc03487. Concomitant medical products: 1mtec30, lot number cc03487. Additional information received reported no patient injury. Also, the cartridge was difficult to use, the iol tore, and there was no other damage to the lens. No additional information was provided. All pertinent information available to abbott medical optics has been submitted.